Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable glucose result for one patient sample with accu-chek inform ii meter serial number unknown. The result from the meter at 4:50 p.m. Was 231 mg/dl. The result from the meter at 4:52 p.m. Was 137 mg/dl. The reporter stated both levels of controls had passed on the meter within 24 hours.